Event description:
The customer reported the patient's tracheostomy tube had a leak in the pilot balloon after five days of use. A non-routine replacement of the tube was required. The tube was discarded.